Event description:
Had a tia, was admitted to hospital for 4-5 days. Pain in lower abdominal region on and off for 3 years. Had several ultrasounds and cameras sent down to stomach to look for problems. Major mood problems, weight gain and migraines throughout the last 3 years. Diagnosed with hypothyroidism (B)(6) 2013. Diagnosed with uterine fibroids and polycystic ovarian syndrome (B)(6) 2014. Excessive pain and discomfort in 2013 and 2014 in pelvic, lower abdominal region. My gynecologist is doing a hysterectomy due to all my problems, removing my uterus, fallopian tubes (essure), and cervix. She's trying to save my ovaries even with the polycystic ovarian syndrome. (I have bipolar disorder and have been getting regular treatment since 2002 which is not related).